Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that experienced an android recovery error and since then their micro my therapy application will freeze and take a long time to load. Pt stated that around (B)(6) 2021 they experienced an android recovery error and was able to restart their handset. Pt confirmed their recharger app and micro my therapy app were both present after the error. The troubleshooting did not resolve the issue. Mobility confirmed they were not authorized to reload the micro my therapy app on pt's handset and directed that the handset be replaced. Patient mentioned sometimes they will experience por messages. Pt confirmed the por messages will appear when the pt lets their ins battery deplete as well as when it will be as full as 40%. Pt could not confirm if they were ever around sources of emi around the times they experienced these messages. Pt stated they have been experiencing these messages since their doi. Pt stated they will go and check their battery when they are done recharging and that is when they will discover they have experienced  power on reset (por) message. Pt mentioned that when they turn their therapy on once they dismiss their por message they will experience a shocking feeling. Reviewed por message meaning and decreasing stimulation before turning their therapy on. Pt will continue to recharge and observe if they continue to experience por messages. Recommended pt avoid sources of strong emi and recommended recharging their ins battery regularly. No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.